Event description:
It was reported that during the surgery, the aseptic battery housing opened and the non sterile battery fell onto the instrumentation table. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer, however, the complaint could not be verified. The product conformed to specifications. It is possible that the latch was not fully engaged by the operator prior to use.